Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the gray shrink tubing from a percutaneous lead repair performed on (B)(6) 2013 is damaged. The patient is a martial arts instructor and is known to be hard on the vad equipment. Data log information appears normal and shows no loss of support to the patient. The vad team secured the lead tear and sent the patient home. A lead replacement was performed on (B)(6) 2015 and the patient is home and doing well.

Manufacturer narrative:
(B)(4): a portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device; however, the report of damage to the gray shrink tubing from a previous percutaneous lead (lead) repair was confirmed via submitted photographs, an onsite evaluation by the manufacturer and the evaluation of the returned portion of the lead. Approximately 12¿ of the external portion/distal end of the lead was returned to the manufacturer for evaluation. The previous lead repair performed on (B)(4) 2013 was returned with the repaired section of the lead. The gray tubing on the lead was sliced at the location of the proximal end of the underlying copper tube. The proximal end of the gray tubing was returned separate from the lead. All wires were properly connected. Electrical continuity and hipot testing of the returned portion of the lead did not confirm lead wire damage; however, the percutaneous lead replacement was conducted due to superficial damage on the previous lead repair site. No alarms or adverse events were reported and review of the submitted system controller log file showed that the system appeared to be operating as intended. The patient remains ongoing on lvad support and no further events have been reported at this time. No further information is available. The manufacturer is closing its file on this event.